Event description:
It was reported that the hv impedance had increased. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.